Event description:
Facility reports that two pts urine were tested with the suspect product. The results for both pts were negative for blood and leukocytes. Pts were both complaining of burning while urinating and itchiness. Laboratory result came back with "tons of blood and leukocytes". Both pts were treated for urinary tract infections.